Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider. It was reported that the patient was admitted to the hospital in march for unrelated adverse event and they needed an MRI. Caller indicated that the patient reported at that time that the device was disconnected, the patient's doctor didn't think anything was physically disconnected, but likely turned off. Caller was trying to determine what happened to the device at that time because the patient's incontinence was back and the caller wanted to turn the ins back on. Caller stated the patient reported the rep was the one who disconnected it because they had to wait to perform the MRI until the rep got there. Caller did not have an 8840 or patient programmer with them to perform troubleshooting. Caller reported this was the 3rd time they had seen the patient since march and today was the first time the patient was reporting worsening incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was hospitalized and the device was not working. No symptoms were reported. No further complications were noted or anticipated.

Event description:
Additional information was received and health care professional reported that the reason the device was disconnected was because of the need for MRI. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.